Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenic nerve stimulation. This lead was successfully replaced and is not being returned by the healthcare facility. No additional adverse patient effects were reported.